Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A sample was not received at the manufacturing site for evaluation for the report of knife does not cut, damage the descemet membrane ; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A company representative reported on the behalf of physician that ophthalmic knives cut less well and there was damage to the decrement membrane during surgical procedures. It was also reported that balanced salt solution (bss) bag was difficult to ''drill''. No patient impact reported. Additional information received from the facility that all knives were involved over a period of months. Descemet membrane was lifted and missing next to the main incision. Corneal edema was reported post-operative period, but this quickly resolved. In some instances of larger descemet detachment an air ball was injected. All surgical procedures were completed in full. The exact number of patients involved were not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.